Event description:
It is reported that the surgeon was drilling for glenoid pegs when the driver caught inside the drill guide. The driver locked up and also caused the surgeon to replace his gloves.

Manufacturer narrative:
Evaluation summary: the instrument should be lubricated with a water soluble lubricant such as "instrument milk" prior to each surgical procedure for proper functioning of the device. This type of failure may occur due to excessive load/torque. The device must not be used with power for reaming, as etched on its body. The potential field age is over 2 years. The exact cause can not be determined with certainty. It appears the instrument has incurred some damage to the internal components, as well as to the tip that engages with the chuck. The angled portion contains evidence of abuse from the nicks and strike marks present. The instrument appears to have been manufactured to specification and the device history records are conforming.